Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, on/off current testing and full functionality testing without duplicating the report. The device was recertified and returned to the customer. The customers batteries used at the time of the event were not returned as part of the evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.